Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the (B)(6) privacy regulation. Medtronic has not received the suspect device/component from the customer for evaluation. A photo of the replaced part was received. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator generated an alarm and the screen became black and ventilation stopped. The device was not available for evaluation. A photo was provided. The non medtronic personnel (tkb - third party service provider) repaired the unit and found that screen of the ventilator to be com pletely black and the ventilation was found to be stopped. When an attempt to restart was made the external power lamp flashed when the switch was turned on. Third party service isolated the issue to the main board and replaced it and found the unit functioned properly. An analysis of the image (main board image) was performed and it showed no indications of a cause for the unit to alarm or the display to go black. Also there was no component damage or soldering issues observed. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. The investigation determines there is insufficient information about the failure and contributing cause and cause to the event could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated an alarm and the screen became black and ventilation stopped. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ve ntilator without injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator generated an alarm and the screen became black and ventilation stopped. The device was not available for evaluation. A photo was provided. The non medtronic personnel (tkb - third party service provider) repaired the unit and found that screen of the ventilator to be completely black and the ventilation was found to be stopped. When an attempt to restart was made the external power lamp flashed when the switch was turned on. Third party service isolated the issue to the main board and replaced it and found the unit functioned properly. An analysis of the image (main board image) was performed and it showed no indications of a cause for the unit to alarm or the display to go black. However, the control board was received for failure analysis and the visual inspection of the board revealed cracking at capacitor c92. Component failure of c92, while in use on a patient, will lead to a loss of power/ventilation. The cause of the event was isolated to component failure c92 on the control board. There is an existing internal investigation related to this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.